Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed a complication that occurred after a procedure in 2019 using the ibalance hto system and was identified between the 1-month follow-up and the 2-year follow-up and was classified as a non-serious adverse event which resulted in the need for a revision surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed per the clinical study. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event. The reported complication is post-operative or patient-specific factors that developed, resulting in the need for revision surgery due to biomechanical loading, patient adherence to rehabilitation protocols, comorbidities, biological healing response, or progression of the underlying condition. These factors are related to postoperative care management rather than device performance or malfunction of the ibalance hto system.